Manufacturer narrative:
Initial.

Event description:
It was reported that a user observed drops of fluid exiting the infusion tubing during supply change and was unable to proceed in the on-device workflow, after which an agent-assisted restart of the ilet via the mobile app allowed completion of setup. Symptoms included no reported injury. Outcomes included no clinical impact and restoration of normal device use following restart. Investigation included guided troubleshooting and education focused on device restart and setup workflow. Investigation of this case revealed that the issue was consistent with a setup workflow interruption with apparent fluid observed at the tubing, with no confirmed hardware malfunction after restart and successful completion of the supply change. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use sequence difficulty during setup, resolved by device restart and correct completion of the setup process.